Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 7, 2017 - october 9, 2017. The actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs showed evidence of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.